Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID 3889-28, lot# va23ujs, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had been fooling with it, but had not had any luck at all so they were considering removal. They were supposed to meet with a rep, but their meeting was canceled due to weather. They were still getting up 3-4 times a night and not getting anywhere. They did not feel stimulation sensation even when increasing amplitude to 8.5 volts. They had tried multiple programs, noting they had programs 1-7 and a, b, c, they were on program b at the time of the report. They denied any falls or trauma, but stated they used an exercise machine and jogged, but did not do so while they were still healing. Information was reviewed, they were redirected to their healthcare provider to discuss the reported issue that was not resolved through troubleshooting. Additional information was received from the patient. They reported that the patient stopped feeling stimulation in (B)(6) 2020, they tried all programs and increased to the maximum amplitude on each program and they were still unable to feel it. They were supposed to meet with the rep and hcp in (B)(6) 2020, but they were backed up because of a snow storm so the patient just left. They were unable to meet with the rep and hcp until (B)(6) 2021. They were told the lead got twisted in their back. They said they hadn't fallen and didn't do any weight lifting or heavy cardio. They just jogged. They said and x-ray was taken and the patient had surgery to have the ins and lead replaced.